Event description:
It was reported that the pt's had to have a catheter revision to move the catheter "higher." The pt did not have good pain relief for the location of the pain. There were no adverse outcomes for the pt. It was later reported that the health care provider performed a distal catheter revision on the existing catheter. The catheter was unable to be removed. A new catheter was implanted and the pt did not experience any adverse effect. The drug used in the pump at the time of the event was dilaudid.

Manufacturer narrative:
(B)(4).